Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead was oversensing and attempting to deliverinappropriate shocks, which were inhibited at reconfirmation. During lead revision procedure, damage was noted to outer insulation and to the conductor coil near the terminal pin. The lead section was straight in the pocket and was not bent. No damage was seen on the shocking portion of the lead, which remains active.